Manufacturer narrative:
When the distributor attempted to obtain information about the event on (B)(6) 2017, the dentist refused to provide the patient age, weight, ethnicity and race. Due to the device not being returned from the distributor, nakanishi inc., (B)(4)(manufacturer) made the DHR examination as the investigation approach. As a result of the examination, the DHR indicated that no problems occurred during manufacturing and testing of the subject device.

Event description:
On (B)(6) 2017, nakanishi received an email from a distributor ((B)(4)) about a handpiece overheating. Details are as follows: the event occurred on (B)(6) 2017. A dentist was performing a dental procedure using forza f5 (serial no. (B)(4)). During the procedure, the handpiece head overheated and came in contact with a patient twice. The patient was not burned by the overheated handpiece.